Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited far-r noise oversensing. No interventions were performed. There were no patient consequences.